Manufacturer narrative:
The device was returned to olympus for inspection. No reported customer allegation. A root cause could not be identified. Based on the results of the investigation: from the inspection of the repair department, this phenomenon was newly recognized. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the high flow insufflation unit exhibited the failure of the front panel. There was no patient involvement.